Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited unstable thresholds. It was noted that pacing was not good in multiple positions. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.